Event description:
It was reported that multiple altitude alarm occurred during the loading sequence. The customer's blood glucose was 155 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.